Event description:
It was reported that the patient has fallen couple of times lately. It was also reported that the patient had a history of far field r wave oversensing. Follow up indicated the patient has other health issues unrelated to the patient's device or lead and the issue of falling has been "ongoing". The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.